Manufacturer narrative:
The pusher returned within the inner pouch; inside of a biohazard bag and a shipping box. There was no implant coil, instant detachers, microcatheter, or accessories devices returned with the pusher. The proximal end of the pusher appeared to be separated; along with the ai, coupler tube and positive load indicator were missing from the pusher. The pusher was found to be broken at the break indicator at the manual detachment location; but retained by the release wire; it appeared that manual detachment was attempted at this location. Kinks and bends were found along the length of the pusher. The coin appeared to be pulled back from the lumen stop; with the shield coil present and stretched. The implant coil was already detached and was not returned for investigation. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured and was found to be within specifications. No damage was found with the coin. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be within specification. The retainer ring inner diameter (ID) was measured to be within specification. All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the axium prime coil was not confirmed to have non-detached as the pusher was returned with the implant coil already detached. Based on the returned device, there was evidence of manual detachment attempts to detach the coil as the pusher found to be broken at the break indicator at the manual detachment location. In addition, the pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pusher. Furthermore, the pusher was bent and kinked along its length, indicative of high tortuosity. There was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. Since the ai, coupler tube, positive load indicator, implant coil and instant detachers were not returned. Therefore, any contribution of the ai, coupler tube, positive load indicator, implant coil and instant detachers to the "non-detachment" issue could not be determined. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional event details have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detach with 2 instant detachers (3 times with each device) and via manual detachment (one attempt). The entire system was removed. The coil did eventually detach once outside the body. There was no issue with the instant detachers. This event occurred during the treatment of an anterior communicating artery, ruptured multiobar aneurysm. The max diameter was 6mm x 10mm, with a neck of 4mm. The blood flow was normal and the anatomy was severely tortuous.